Manufacturer narrative:
H10: the lot number for the device was provided. The device history records are currently under review. Photos were provided and review is currently underway. The device has not been returned for evaluation the investigation is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the product was missing the manufacturing label. There was no reported patient contact. Verbatim: when handling the product for sorting in stock, the product was found to be missing the manufacturer's label.

Manufacturer narrative:
H10: manufacturing review: a device history review was performed as the lot number was provided. The device history review for the reported lot number did not show any quality issues related to the reported incident. All procedural and functional requirements were met prior to the product's release. H10: investigation summary: a physical sample was not returned for evaluation; however, three photos were received and reviewed. During the photo review process, the three photos were identified without a label on the package of the kit and no traces of glue were observed. Therefore, the result of the investigation confirmed the reported failure. An event was opened under our corrective action and preventive action system to determine a root cause and correct it. H10: g4, g7, h2, h6 (component code). H11: h6 (type of investigation, investigation results, and investigation conclusions). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the product was missing the manufacturing label. There was no reported patient contact. Verbatim: when handling the product for sorting in stock, the product was found to be missing the manufacturer's label. Additional information received on 23 jan 2025: 1. Is the physical sample being send to us for evaluation? In that case, do you cover the shipping cost? 2. Can you provide bottle quantity affected? Just one bottle, as per the images sent. 3. Was affected product same lot number, 0001534828 reported? If no, please provide lot numbers affected. Only one unit of the product and the batch is 0001534828, as reported.